Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol came out forcefully during insertion. The eye was stabilised during the original surgery session and an anterior vitrectomy was performed. The distributor reports that the lens remained stable in the capsular bag and was therefore left in situ. The rayner rayone preloaded injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly,  insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient information available in this case. Rayner has followed up via its distributor to obtain additional information to facilitate further investigation of the event; however, no further information has been forthcoming on the event.

Event description:
On 25th october 2023, rayner received notification from its distributor in the united arab emirates of an event that occurred during use of a rayone emv rao200e. The event description provided states that the iol came out forcefully during insertion.